Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level of 449 mg/dl. Customer was alleging insulin pump for under delivering because customer had high blood glucose level. Customer stated that the drive support cap was normal. Customer declined to check air bubbles and leak. Customer did self test and it was failed. The reservoir will not be returned for analysis.